Manufacturer narrative:
Insufficient information provided and at this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Initially, it was reported that a mother bought liquiband optima from a pharmacy and put it on her child but the glue got in the childs eye and the child could not open it. Futher communication from an opthalmologist clarified that the glue was actually on the upper side of the cheek an was removed with water and soap.